Event description:
It was reported that the pt received multiple superficial cuts on the arm when a cast cutter was used to remove a cast prior to a surgery. The cuts were treated with antiseptic cream and did not require stitches. There was no add'l treatment needed for the pt. The surgery was completed successfully with a delay of 5 minutes.

Manufacturer narrative:
The blade subject to this MDR was not returned to MFR for eval yet. Lot number info has not been provided to permit further investigation. The root cause has not been determined. The cast cutter associated with this MDR is as follows: part no. 0941000000, (B) (4).